Event description:
It was reported that in the study "midterm results of a contemporary, porous-coated acetabular system in patients undergoing primary total hip replacement for degenerative hip disease: a prospective, multicenter study", one patient had failure of femoral component, loosening at 1 year postoperatively due to femoral component migration of 7mm. No further migration after subsequent follow ups was found

Manufacturer narrative:
The device, used in treatment was not returned for evaluation. Without the actual product, product evaluation could not be performed and complaint could not be confirmed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. According to clinical/medical investigation, the article reported failure of a femoral component with loosening and migration of 7mm at 1 year postoperatively. It was documented, however, that no further migration after subsequent follow ups was found and no treatment was identified. S+n has not received adequate patient specific information/documentation to fully evaluate the root cause of the reported event. The patient impact beyond the reported findings could not be determined as no further migration and/or treatment was identified in the article/study findings. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. As device information was not made available, device history record, risk management review and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.